Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery was physically damaged and was reported to be in pieces. The root cause for the damage to the battery was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was non-functional.